Manufacturer narrative:
Qn#(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
During training of medical students often times clinical drilling is done with the ez-io. In this case a physician did a live demonstration on one of the participants in the group. The procedure was done using a 25mm needle and drilled in the proximal tibia. When the physician tried to remove the needle the top loosened from the needle. Based on the photographs provided with the report, the needle was removed using a grasper-type device. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A visual inspection of the provided photographs showed that the 25mm ez-io cannula had detached from the hub. The hub was still connected to a luer lock syringe. A review of the certificate of conformance found the lot passed all acceptance criteria. Based on a review of the photographs, the cannula detachment was confirmed. Based on the available information, no cause could be identified. Teleflex will continue to monitor and trend reports of this nature.

Event description:
During training of medical students often times clinical drilling is done with the ez-io. In this case a physician did a live demonstration on one of the participants in the group. The procedure was done using a 25mm needle and drilled in the proximal tibia. When the physician tried to remove the needle the top loosened from the needle. Based on the photographs provided with the report, the needle was removed using a grasper-type device. The patient's condition was reported as fine.